Event description:
Customer reports via phone, female (unknown age) from the ER having a CT of the abdomen/pelvis with contrast. Optiray 320, 100ml prefilled (lot p339b, expiration date 07/2010) syringe loaded into the injector. Injection protocol of 1ml per sec for 90ml volume. IV access site was in the wrist with a 20 gauge angiocath, connected to a clave needleless system and coeur medical systems (cms) coiled tubing to the syringe. The technologist did not notice an extravasation at the beginning of the injection, but post test, noted a large extravasation in the wrist, approximately 90ml. Patient did not express pain or discomfort. Patient treated with warm and cold compress and returned to the ER. Staff believes the patient was admitted but does not know for what reason. On the next day: CT department rn reports this patient experienced an extravasation in the lt. Forearm. It is described by the physician as significantly large. Patient experienced numbness and pain in the area. Patient did have a surgeon consultation. Patient was discharged two days later, due to continued improvement of the affected area with instructions of physical therapy for exercise and application of hot an cold paks.

Manufacturer narrative:
Liebel flarsheim manufacturing report: a field service engineer (fse) evaluated the injector involved with the reported event by conducting a performance evaluation. The performance evaluation is used to verify performance of the injector to manufacturing specifications after an installation and for preventative maintenance tests. The procedure followed by the fse in performing the evaluation of the injector is documented in the optivantage injector service manual maintenance section 4.2. The test equipment used in the evaluation includes calibrated pressure calibration fixture with gauge, and various syringes. The fse evaluations verified that the injector was operating within the specified tolerances and that all safety warning messages were verified and operational. The conclusion from the evaluation is that the reported event is not attributable to the l-f injector. The injector had a pm check service ticket. Injector returned to full service by the customer.